Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient underwent fusion surgery with click x and chronos approximately six months ago. On an unknown date it was noted the implants were disconnected and sliding both apart and together. The patient has undergone five re-surgeries. At current stage the patient is getting better. This report is on an unknown click x implant. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is on an unknown click x implant. (B)(4). PMA/510(k) number: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.